Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous vessel. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon (pcb) was selected for use in an arteriovenous fistula (avf) angioplasty procedure. The device was inflated to the nominal pressure for 180 seconds of 6 atmospheres, at which time the balloon burst. The burst device was then retracted and completely removed from the patient. The physician performed an angiogram which confirmed that a perforation did not occur. The procedure was then completed with another device, same model. There were no patient complications as a result of this event.